Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a replace battery now alarm. The customer tried 2 brand new batteries and the same error occurred. Customer received a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. Customer states the battery cap not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.